Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the flex circuit and locking components of the motor device were damaged. It was determined that the device had an excessive noise. It was further determined that the device failed pretest for hand control assessment, air pump assessment, noise assessment, safety assessment, motor thermistor assessment, and loctite and cable assessment. It was noted in the service order that the lever lock was defective, and the motor was noisy. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.